Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Citation: med j malaysia. 2016: 71 (3). (B)(4).

Event description:
It was reported via journal article: title: "allergic reaction to stainless steel sternotomy wires requiring removal: a case report and literature review." Authors: jacinta marie lopez, mbbs (hons), anand sachithanandan, frcsi (c-th), margaret leow poh gaik, frcs. Citation: med j malaysia. 2016: 71(3). A (B)(6) chinese male arteriopath presented 8 weeks following elective coronary artery bypass graft (CABG) surgery with tissue overgranulation along his sternotomy incision. It was reported that the wires used were standard surgical stainless steel (ethicon). For three and a half months, the patient was regularly followed-up at the cardiothoracic clinic where he was treated with several courses of empirical antibiotics, regular dressings and two further attempts at incisional drainage; however he showed no improvement. Eventually, 5 months post-operatively, the sternal wires were removed as it was the most likely cause of the local tissue reaction, particularly as the periodic eruptions correlated with the location of the sternal wires. All seven sternal wires were removed and appeared intact with no evidence of corrosion. The patient made an excellent recovery and his sternal wound appeared well healed three months post-surgery. The authors postulated that the persistent and excessive sternal wound granulation in this patient was due to a hypersensitivity reaction to his sternal wires. Overgranulation as seen in the patient can be attributed to continual minor trauma or external friction, overuse of occlusive dressings, allergic reactions, malignancy, cellular imbalance, or other chronic medical disorders and the appropriate approach is to first attempt to identify the cause.

Manufacturer narrative:
Pc-(B)(4). Additional information was requested and the following was obtained: were the ethicon products involved caused and/or contributed to the post-operative complications described in the article? - yes, quite likely were there was any deficiency with the ethicon product involved? - unsure, no known or obvious deficiency noted